Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12303. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12303. It was reported that the patient's lead was explanted and replaced on (B)(6) 2018. Effective therapy was reportedly restored postoperatively.